Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a camera iris error message and dark images. The dark images were so problematic the system could not be used. There are no reports of patient injury or death associated with this event.